Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed bleeding under the left therapy electrode. The patient had temporarily removed the device due to discomfort. Follow up was unsuccessful as patient had passed away. Patient was wearing the device at the time of death. There is no indication at this time that the device or the bleeding caused or contributed to the death. There are no additional details surrounding the cause of death at this time.